Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing investigation was performed for the subject device (t25 stardrive scrwdrvr shaft 100 mm, part: 03.900.042, lot: l064146). The investigation of the complained screwdriver shows that the tip of instrument is badly twisted in the direction of screw removal. Because of the damage the complaint relevant dimensions cannot be checked to print specifications. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot: l064146 was manufactured in september 2016 and all parts were according to specifications. The used material was stainless steel (B)(4) per iso (B)(4) as required and the measured harness was with 51.1-51.4 hrc within the specification of (B)(4) hrc. Therefore a manufacturing issue can be excluded. The damage at the tip indicates that a mechanical overloading situation during screw removal is most probable reason for the deformation of the tip. No indication of a product related issue was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth was reported as year 1979. Exact date is not available for reporting. Implant and explant dates: device is an instrument and is not implanted / explanted. Initial reporter contact number (B)(6). Device history records review was completed for part# 03.900.042, lot# l064146. Manufacturing location: (B)(4), manufacturing date: sep 08, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on non (B)(6) 2016, patient underwent revision surgery due to mental discomfort as the patient did not want to have the implant in the body any longer. During the revision procedure, the distal end of the shaft was twisted. No delay in surgery time was reported. Surgery was completed successfully and the patient outcome was reported as good. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).